Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit power up test fails, error code 14.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected fields: d4 UDI number, h6 (health clinical code and health impact code) a getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing scroll compressor. Fse then tested safety and functionality and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4 , g3, g6, h2 , h11. Corrected field: b5 , h6 (medical device ¿ problem code, investigation findings).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had power up test fails, error 14. There was no harm or injury reported.